Manufacturer narrative:
Article citation: tevis, et al. ¿differences in human leukocyte antigen expression between breast implant¿associated anaplastic large cell lymphoma patients and the general population.¿ oup academic, oxford university press, 4 feb. 2019, academic.oup.com/asj/advance-article-abstract/doi/10.1093/asj/sjz021/5306130. Clarification: this event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. The events of lymphoma-alcl and seroma late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Journal article titled "differences in human leukocyte antigen expression between breast implant-associated alcl patients and the general population" reported unknown side "bia-alcl" and "effusion around the implant." Manufacturer of the device is unknown. Status of the device is unknown.